Event description:
The complainant reported that a pt's zi abutment fractured after two yrs. The dates of implant placement and abutment fracture are unk. The complainant did report that the abutment was replaced and the crown was re-seated. There was no indication from the complainant of any adverse effect on the pt as a result of the reported abutment fracture.

Manufacturer narrative:
The doctor was unable to report the lot number of the abutment at issue in this complaint; consequently, the device manufacture date could not be determined. Visual analysis of the returned abutment revealed fractures. Two fractured pieces of the abutment were found to be completely detached. Microscopic eval revealed that one fracture originated from just below the abutment cuff, and the second fracture originated just above the lobe section of the abutment. Furthermore, microscopic eval also revealed that the body of the abutment had been modified prior to attaching it to the implant. Possible causes of fracture below the cuff of a zirconia abutment include a torque setting over the recommended 30ncm and/or misalignment of the abutment during placement. Possible cause of fracture above the cuff of a zirconia abutment includes modification of the abutment during prep. Due to the inherent nature of materials used for ceramic abutments, failures of this nature are not unexpected. The root cause of this event is likely attributed to user techniques and/or operational context. Attempts were made to obtain add'l info. A f/u medwatch form will be submitted if add'l info is rec'd at a later date. This product is supplied by keystone dental as a non-sterile device, consequently, there is no expiration date. Keystone dental (B)(4).